Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using the cartridge for longer than 48 hours with lispro insulin, tandem technical support educated caller that cartridges should be changed every 48 hours when using humalog. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.